Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had lines on the picture. The event occurred before an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had lines on the picture. The event occurred before an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The lines on the image was due to a damaged plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.